Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The facility provided the patient retrospective database for review. The database was reviewed by a spacelabs lead software engineer. The database confirmed the presence of vfib at the reported time. Additionally, the alarm log and alarm history folder confirmed an alarm for vfib at the reported time. There was no equipment malfunction; this complaint may be the result of a user error (i.e. Failure to identify an alarm record during a retrospective review of the patient¿s database record) that subsequently led the user to erroneously conclude that the monitor failed to alarm. This report is considered final and the issue closed. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient with transmitter model 91343-09, receiver module model 90478 and central monitor model 91387-38 did not generate an alarm for ventricular fibrillation (vfib) on (B)(6) 2014 at 3:20 a.m. No one was injured as result of this event.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular fibrillation (v-fib). No one was injured as result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member.spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded. Placeholder.